Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root cause for the failure can be due to: inappropriate selection of power by user, wrong default setting, or power output variation. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the failure mode could not be confirmed since the unit was not returned for investigation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when using the probe, the console caused contractions in the patient's shoulder. Another console was used to complete the surgery.

Event description:
It was reported that when using the probe, the console caused contractions in the patient's shoulder. Another console was used to complete the surgery.